Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ethnicity and race was not provided for reporting. This report is for one bab flexible fabric extra large USA 381370056850, 8137005685usb. Upc #: 381370056850, lot #: 190528, exp: na, UDI # (B)(4). Device is not expected to be returned for manufacturer review/investigation device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on june 10, 2019. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A male consumer reported an event with band-aid bandage flexible fabric extra large. The consumer used the product on his skin tags on his legs. On (B)(6) 2019, the consumer was about to remove the product and he started bleeding. He was sent to emergency room (ER). At the ER, the health care professional applied glue and special tape for the bleeding. The consumer was not admitted to the emergency room.